Manufacturer narrative:
The customer called the company tech support specialist to assist with troubleshooting. The customer rebooted the system and the system message did not reoccur. The customer cancelled the request for service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that she got a shock when she lifted the footswitch before surgery. Subsequently, a system message displayed. The system was rebooted and the message was no longer displayed. Additional information has been requested.